Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12222 it was reported the patient continues to have ineffective stimulation despite reprogramming. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12222. It was reported the patient lost effective stimulation in her lower back and right leg. Reprogramming was unable to recapture stimulation. Diagnostic testing revealed no anomalies. Follow up revealed the patient's issue has not resolved. The patient is pending an appointment with the physician.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.